Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the type iii fabric endoleak on the left side was caused from anatomy and due to the stent graft material.

Manufacturer narrative:
Film evaluation summary: the reported type iii fabric endoleak from the right/ipsi limb was confirmed; jetting type of contrast was seen between the sixth and seventh stent struts of the ipsi limb within the aneurysm sac. The reported stent fracture in the right/ispi limb was not observed on the films provided. The exact cause of the type iii fabric endoleak could not be conclusively determined. Pre-implant anatomy information, films at implant, and earlier post-implant films were not provided. The films provided showed that the ispi limb within the aneurysm sac was moderately tortuous. There was radial off-set observed near the location of the endoleak, indicating possible associated suture breaks. The tortuosity in the ispi limb may have contributed to the possible suture break which may have led to the type iii fabric endoleak. The reported type iii fabric endoleak from the left/contra limb was not confirmed. Film during the secondary intervention were not provided. The exact cause could not be conclusively determined. However, films returned showed that there was possible stent fracture in the left/contra limb, located just distal to the contra gate. The fractured strut segments were currently sitting in the distal aneurysm sac. The exact cause of the stent fracture could not be conclusively determined. There was no o bvious stent graft characteristics observed that could explain the cause of the stent fracture. A possible proximal type I was also observed from the films provided. The exact cause could not be conclusively determined. However, there currently appeared to be mar ginal proximal seal with minimal stent graft apposition to the left wall of the aortic neck. The aortic neck may have dilated since implant due to disease progression, which may have contributed to the proximal type I endoleak.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 66 mm in diameter abdominal aortic aneurysm. It was reported that approximately thirteen years and six months post index procedure, an angiogram revealed a type iii fabric endoleak and possibly due to a stent fracture located in the right ipsilateral limb of the aneurx stent graft bifurcate. The physician believes the cause of the type iii fabric endoleak is due to a stent fracture. The exact cause of the stent fracture is unknown; however, the physician stated it may be related to the device being implanted approximately thirteen years and six months ago. A secondary procedure was performed. A 16 french sheath was inserted percutaneous through the patient¿s right groin. There were 6 aptus endoanchors implanted in the aneurx proximal neck. Then a 16x16x124 endurant iliac limb was implanted in the aneurx stent graft from the flow divider down to the distal end of the stent graft on the right limb. A final angiogram revealed an unknown endoleak into the aneurysm sac. An isolated angiogram was performed from the right side to exclude the right limb, there were no endoleaks present. An isolated angiogram was performed from the left limb and revealed a type iii fabric endoleak. The physician inflated a reliant balloon in the proximal portion of the stent graft to exclude the proximal portion of the graft and the left limb type iii fabric, endoleak was confirmed. A 16x16x124 endurant limb was implanted to re-line the aneurx left iliac limb. The final angiogram revealed that the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.